Manufacturer narrative:
Evaluation: results: the complaint of "invalid impedance" was confirmed. Visual inspection of the single extension revealed a broken wire in the header that corresponded to channel 8. Conductivity testing showed this channel was electrically open. The broken wires in the extension could have caused the high impedance observed in the field contributing to the patient's loss of therapy. Sjm has limited information related to the patients medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2014-25579.